Event description:
The hospital reported a patient was being ventilated by an engstrom. The clinician was unable to increase the maximum pressure limit from 40 cmh2o to 60-70 cmh2o. The patient desaturated and was manually ventilated while a backup ventilation was prepared for use. The patient's oxygen saturation level resolved within 10 minutes. There was no reported patient injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the site.